Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a replacement pump to the customer, who was advised on the steps to take upon receiving it. Caller acknowledged the instructions and will contact their healthcare provider for backup therapy. Caller was also instructed to return the faulty pump within ten days using the provided return box and pre-paid label.